Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not verified. The device was subjected to extensive testing including bench handling, defibrillation cycling, impedance testing and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an inrease in trend.